Event description:
Upon further review, this report has been determined to be a duplicate of MFR # 3006179046-2024-00100. The record associated with this report will be voided and all relevant information will be documented and reported under MFR # 3006179046-2024-00100.

Event description:
Hold for rw 1.29 information was received that the left side rod's end cap disassociated, however, the rod continued to distract and achieved almost 100 percent distraction despite the end cap failure. It was additionally reported that there was significant metallosis observed on the left side. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.